Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion, target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non bsc guide wire was advanced to the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected and advanced to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 3 atmospheres. The device was completely removed from the patient. The procedure was completed with a 2.5mm x 40mm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).